Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, unknown material on the tube was noted at the distance of 108-110,5 centimeters from the tip of the catheter. After different attempts it was possible to remove it, the tube was not damaged. It was assumed that the material is a type of adhesive. A slight kink of the tube was noted at 134 cm from the tip of the catheter. The test guidewire was not able to pass all the way through the catheter. After a couple of runs the nominal aspiration level was achieved. No other physical damage was observed. Therefore, the investigation is confirmed for the reported material deformation issue. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the left superficial femoral artery, some dark particles were allegedly aspirated into the collecting part of the hand system. It was further reported that the dark particle seemed like abrasive particles from the wire. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure, some dark particles were allegedly aspirated into the collecting part of the hand system. It was further reported that the dark particle seemed like abrasive particles from the wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.